Event description:
Piece-(approx 2 x 2)-of clear plastic film that appeared to have come off of the tampon and was stuck up in the vagina [foreign body in reproductive tract]. Plastic film came off tampon [device breakage]. Probable manufacturing cause [manufacturing issue]. Case description: consumer contacted via e-mail and stated that a piece of clear plastic film came off the tampon and was stuck up in her vagina. No serious injury was reported.

Manufacturer narrative:
(B)(6)2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Piece-(approx 2 x 2)-of clear plastic film that appeared to have come off of the tampon and was stuck up in the vagina [foreign body in reproductive tract]. Plastic film came off tampon [device breakage]. Consumer contacted via e-mail and stated that a piece of clear plastic film came off the tampon and was stuck up in her vagina. No serious injury was reported.